Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a cardiac ablation yesterday(unrelated) and had their therapy turned off for the procedure. When patients went to turn therapy back on again they encountered a power-on reset ( por) message on the 3037 programmers. The patient was redirected to their healthcare provider to further address the issue no further complications were reported/anticipated at this time.